Event description:
In 2008, the pt's father reported the pigtail ends of a few of the pt's insulin infusion sets are starting to turn bright yellow/brown. He stated he stores the infusion sets in a closet. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.